Event description:
It was reported that a pediatric user experienced elevated blood glucose readings after an evening meal while using the ilet system, with a highest reported blood glucose of 255 mg/dl and fingerstick confirmation of 208 mg/dl; the algorithm and insulin-on-board were discussed, tubing patency was confirmed, and a new infusion site had been placed earlier that day. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no hospitalization, no emergency care, no alerts or alarms, and resolution trend as glucose decreased to 178 mg/dl without site replacement. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no confirmed device malfunction and a cause for the hyperglycemia could not be determined. It was concluded that the event was non-serious and resolved with monitoring and continued therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.